Manufacturer narrative:
Correction: describe event or problem. Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an unknown syringe installed. Re-install syringe was not determined because no products or device logs were returned.

Event description:
It was reported that the device displayed a message "unknown syringe installed. Re-install syringe" when loading bd 50ml syringe (ref 309653). Due to this, the medication propofol had to be administered via manual push. There was patient involvement, but the outcome is unknown. Bd received additional information. The customer (rn administration) reported that the issue was due to "user error." Per report, the syringe module was brought to their "office and had no issues." The customer believes that when the user loaded the syringe into the syringe pump, "they are not seating the syringe pump correctly and creating the error." The customer "was able to load it correctly and create a fail and clear it without issue." Although requested, no further information has been provided to date. Although requested, the customer did not provide any additional information and stated, "at present we are not having any further issues."

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device displayed a message "unknown syringe installed. Re-install syringe" when loading bd 50ml syringe (ref 309653). Due to this, the medication propofol had to be administered via manual push. There was patient involvement, but the outcome is unknown. Bd received additional information. The customer (rn administration) reported that the issue was due to "user error." Per report, the syringe module was brought to their "office and had no issues." The customer believes that when the user loaded the syringe into the syringe pump, "they are not seating the syringe pump correctly and creating the error." The customer "was able to load it correctly and create a fail and clear it without issue." Although requested, no further information has been provided to date.